Event description:
The handpiece was returned to the MFR for svc, and during the investigation, an unk liquid was found on the device housing and motor coil, which could indicate leakage. There was no pt involvement during the event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. During the investigation, an unk liquid was found on the device. Based on the investigation details, the likely cause was problems with the motor and asic, which were each replaced.